Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Insulin pump was unable to perform displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. Insulin pump had a cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm. She experienced high blood glucose levels of up to 600 mg/dl. The customer does not believe the insulin pump was delivering insulin correctly. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.